Manufacturer narrative:
Due to character limitations in e1 event site name- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer, cardiosave intra-aortic balloon pump (iabp) was overheating. There was no harm or injury reported.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) system overheated. A high load was applied while the device was operating, causing the compressor to overheat. The customer replaced unit with hospital-owned equipment, the first iabp unit ((B)(6)) was replaced with the second one (this complaint (B)(6)). And the customer confirmed the reported system overheat failure on this unit as well. When the system over temperature alarm was generated on the second iabp unit (this unit), the temperature of the first iabp unit ((B)(6)) had been cooling down as time went by. Thus, the first iabp unit ((B)(6)) was able to be used again in this case. There was no patient harm.

Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. Corrected field: b5. A getinge field service engineer (fse) evaluated this unit (B)(6) and the reported alarm could not be replicated at our service center after returning of this iabp unit from the facility. No repair for this iabp unit was required.